Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Additionally, an occlusion alarm occurred. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, the pump supplies were changed to address the issue. Customer¿s blood glucose level ranged between 175-224mg/dl.